Manufacturer narrative:
Product ID was not provided; the UDI could not be identified at this time. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the nutritional feeding fluid was found in the battery compartments and on the main board inside the feeding pump. There was no patient harm reported.